Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory also indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Concomitant products: 452453 lead, implanted: (B)(6) 1992; d224trk ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient's right ventricular (rv) lead had high superior vena cava (svc) defibrillation impedance and the rv coil was trending high impedance. The svc coil was turned off and the rv coil continued to rise in impedance. It was also noted the lead had variable impedance and a probable svc failure. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that there was an additional right ventricular (rv) lead warning for impedance.